Event description:
Per the edwards lifesciences field clinical specialist report, in a transapical tavr procedure there was significant posterior paravalvular leak (pvl) after deployment of a 23mm sapien valve and the valve was post dilated. While removing the ascendra 3 system after post dilation, the sapien valve embolized into the ascending aorta. The team used a 14 sheath in the left femoral artery and went up with a catheter and wire through the embolized valve in ascending aorta. Once the sheath and wire position were secure, the team made multiple attempts with various non-edwards balloon catheters to drag the embolized valve from the ascending aorta over the arch into the descending aorta, but were unsuccessful. The physician then tried to secure the valve within the ascending aorta by flaring the stent with a z-med balloon, but was it was not possible due to the size of the ascending aorta. It was then decided to open a retroflex 3 (rf3) 26mm delivery system which was prepped without a valve and introduced through the ascendra 3 introducer sheath. Multiple attempts were made to push/articulate the valve with the rf3 delivery system from the ascending aorta to descending aorta, but were unsuccessful. While then deciding on how to proceed, the apex began to fall apart. The apex was then successfully closed. After the apex was successfully closed, the team used a stent to secure the embolized valve within the ascending aorta. Once the embolized valve was secure, it was decided to abort the case. The stable patient was then transferred to unit for post-op management. The team believes that the valve moved aortic during initial deployment and ended up high (too aortic) and not completely within the aortic annulus. Because only a portion of the valve was within annulus, it embolized after post dilation.

Manufacturer narrative:
Per the edwards lifesciences field clinical specialist report, in a transapical tavr procedure there was significant posterior paravalvular leak (pvl) after deployment of a 23mm sapien valve and the valve was post dilated. While removing the ascendra 3 system after post dilation, the sapien valve embolized into the ascending aorta. The team used a 14 sheath in the left femoral artery and went up with a catheter and wire through the embolized valve in ascending aorta. Once the sheath and wire position were secure, the team made multiple attempts with various non-edwards balloon catheters to drag the embolized valve from the ascending aorta over the arch into the descending aorta, but were unsuccessful. The physician then tried to secure the valve within the ascending aorta by flaring the stent with a z-med balloon, but was it was not possible due to the size of the ascending aorta. It was then decided to open a retroflex 3 (rf3) 26mm delivery system which was prepped without a valve and introduced through the ascendra 3 introducer sheath. Multiple attempts were made to push/articulate the valve with the rf3 delivery system from the ascending aorta to descending aorta, but were unsuccessful. While then deciding on how to proceed, the apex began to fall apart. The apex was then successfully closed. After the apex was successfully closed, the team used a stent to secure the embolized valve within the ascending aorta. Once the embolized valve was secure, it was decided to abort the case. The stable patient was then transferred to unit for post-op management. The team believes that the valve moved aortic during initial deployment and ended up high (too aortic) and not completely within the aortic annulus. Because only a portion of the valve was within annulus, it embolized after post dilation.

Manufacturer narrative:
Per the instructions for use (IFU), access site complications/cardiovascular injury, including perforation of the ventricle or myocardium, bleeding, and injury at the site of ventricular access that may require repair are potential complications associated with the transapical tavr procedure. Per literature review, risk factors for apical laceration and bleeding include friable tissue, fatty apex, chronic steroid use, dilated lv with thinned walls, and hypertension during removal of the sheath. While patient characteristics are important, achieving good hemostatic control of the lv apex is one of the most critical steps in ensuring the success of the transapical procedure, particularly in the elderly with friable tissue. Additional literature review confirms there is a higher incidence of apical bleeding in female patients and patients over 80 years old. This information correlates with review of complaint history, revealing that the majority of apical bleeding complications appear to be related to surgical technique and/or diseased ventricles during the insertion or removal of the sheath. The thv training manuals note that removal of the sheath and attempted closure of the apical incision may be associated with blood loss. Rapid burst pacing can be used to lower the systemic blood pressure during sheath removal and apical closure. The thv training manuals also recommend the physician consider performing the procedure under full cpb support for certain patients, including those with cardiogenic shock (cardiac index < 2 l/min per square meter) despite volume challenge and inotropic support, profound lv, rv, or biventricular dysfunction, and notably friable apex. In this case, the cause of the lv apex tear cannot be confirmed; however, per report the apex began to fall apart after multiple attempts to push the embolized valve to the descending aorta with a retroflex 3 delivery system through the ascendra 3 sheath. It is possible that these extra manipulations in addition to patient factors (female, advanced age) may have caused or contributed to the tissue tear. There was no allegation or indication of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. This report is associated with MDR # 2015691-2013-21058.